Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however two photographs were received. The visual inspection of one of the photos only revealed the label. On the second photo a black particulate matter (stain) was visible on the header cap. It could not be determined from the photo if the particle (stain) was inside or outside the header cap or if it is an injected particle in the header cap. The reported condition was verified. Due to the absence of an actual sample, the cause of the reported failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 14l dialyzer during priming. There was no patient involvement. No additional information is available.